Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central network station) is getting intermittent communication loss on some of his wireless bsms (bedside monitors) and some telemetry. The customer attached a video link for nihon kohden technical support to review the reported issue. The nihon kohden technical support employee reviewed the video, and advised the customer it looks like interference from somewhere in the hospital, because all wireless bedsides are affected. Asked the customer to bypass the wireless packs and connect to the switch. The customer is continuing to investigate possible causes of network interference on the hospital's side and will call back nihon kohden tech support if further assistance is needed. The customer reviewed the schematics of their wireless system provided by nihon kohden's technical support and found two access points that were not functioning. He removed the access points and installed two other from a part of the hospital that was under construction / shut down and the network system worked properly. The device involved in this event was not returned do to the problem being resolved onsite at the hospital.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) is getting intermittent communication loss on some of his wireless bsms (bedside monitors) and some telemetry. The customer attached a video link for nihon kohden technical support to review the reported issue. The nihon kohden technical support employee reviewed the video, and advised the customer it looks like interference from somewhere in the hospital, because all wireless bedsides are affected. Asked the customer to bypass the wireless packs and connect to the switch. The customer is continuing to investigate possible causes of network interference on the hospital's side and will call back nk tech support if further assistance is needed. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) is getting intermittent communication loss on some of his wireless bsms (bedside monitors) and some telemetry.